Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check for difficult/unable to operate (not drawing) due to unknown lot number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for difficult/unable to operate (not drawing) due to unknown lot number. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe would not aspirate with a bd insulin syringe with bd ultra-fine¿ needle. This occurred on 6 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that syringes would not draw insulin.